Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. UDI #: no UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with 2+ diffuse lamellar keratitis in the right eye one day post lasik. The topical steroid dosage was increased. Additional information received states the patient's symptoms resolved.